Event description:
It was reported that the patient received several inappropriate shocks. Upon interrogation, there were multiple episodes of vf that all appeared to have been caused by noise on both the ventricular and atrial leads. A drastic decrease in impedance was found. The patient does not want to continue with ICD support and left the hospital with tachy therapy disabled.

Event description:
New information notes that a fracture was also noted.

Event description:
New information received from the patients attorney notes that the lead also exhibited increased lead impedance and externalized conductors as seen via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). External insulation abrasions were noted at 9.7-10.7cm and 18.5-18.9cm from distal tip consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 41.3-41.6cm from distal tip consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 8.4-9.9cm from distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 12.3-12.7cm from the distal tip consistent with lead friction to another device or feature of the heart. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).